Event description:
A surgeon reported that a disposable knife did not cut and another knife was used to complete the procedure. No pt injury was reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).